Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoracic surgery, after the reload has been inserted onto the handle, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. It was replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, after the reload has been inserted onto the handle, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.